Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the female patient underwent a hip surgery with metal on metal articulation in 2009. The patient complained of pain and/or swelling at the hip and in the surrounding area. A first blood check was performed on (B)(6) 2019 at (B)(6), detecting values of chrome and cobalt. Further, the patient reports psychological distress due to the fear of undergoing a revision surgery. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Attorney's letter, dated (B)(6) 2020 (letter translated from italian to english and summarized, please note italian is not the investigator's native language): I hereby present in the name and on behalf of mrs. (B)(6). Born on (B)(6) 1954. The patient complains to have undergone hip surgery in 2009 with a metal-on-metal prosthesis produced by the company zimmer due to which the patient received a communication by the (B)(6) of (B)(6) 2019 with which she was warned that the hip implant metal-on-metal could have caused her undesirable effects, perceived initially as symptoms such as pain and/or swelling at the hip and of the area surrounding it and therefore in accordance with the recent recommendations of the union european and the scientific society of orthopedics the health authority considered necessary subject to careful monitoring, all persons operated on with hip prostheses deemed to risk. A first blood check was carried out on (B)(6) 2019 at (B)(6), were detected values of chrome and cobalt that arouse a lot of interest in the concern, for the possible harmful action of implanted metal-to-metal prostheses and the numerous damages that could result. To the state surely it has already been caused a psychophysical stress due to the fear of having to submit to another risky and much more invasive surgery than the previous one, with very high risk of infection, as well as the resulting rehabilitative therapies as well as the forced interruption of all activities of daily life. Patient data: (B)(6), female, born (B)(6) 1954 no medical records such as surgical reports, laboratory reports, office visit notes or x-rays have been received. Product evaluation: no product was returned. To date, there has not been any indication of a revision surgery; therefore, it is assumed that the complained products are still implanted. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be reviewed due to missing reference and lot number. Conclusion: it was reported that the female patient underwent a hip surgery with metal on metal articulation in 2009. The patient complained of pain and/or swelling at the hip and in the surrounding area. A first blood check was performed on (B)(6) 2019 at (B)(6), detecting values of chrome and cobalt (please note that these referenced lab results have not been received for review). Further, the patient reports psychological distress due to the fear of undergoing a revision surgery. A medical documentation consisting of laboratory results attesting high metal ion levels, surgical reports to clarify whether a revision surgery has been performed and to describe the intraoperative findings as well as evaluation reports of imaging examinations such as MRI and x-rays have not been received. Based on the significant lack of medical records the reported event could neither be confirmed nor could we perform a meaningful evaluation on the reported event. In addition, patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity and relevant medical history are unknown. Due to missing reference and lot number of the complained products, a review of the manufacturing records could not be performed. Nevertheless, based on the given information there is no indication of a non-conformance or complaint out of box (coob). In conclusion, based on the provided information, we were neither able to confirm the reported event nor to perform an in-depth investigation.

Manufacturer narrative:
The manufacturer received other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and is experiencing elevated metal ion levels.